Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Each obturator and trocar assembly was received. Each obturator was intact. Each envelope and circular seal was intact. Each trocar passed an air leak test. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to the disengaged obturator. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a general abdominal surgery, that when leaving the suture on the anchor, this broke the suture. No patient injury or adverse event reported. Nothing fell into the patient's cavity. No tissue loss or damaged, no bleeding , less than 30 min delay. Patient status is correct. In order to solve the problem they used the old model of this same trocar.